Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had failed battery and unexpected power loss. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was shutting off without any warning. It was also reported that they had failed battery. The troubleshooting was performed and was advised to change the battery but also alarmed failed battery. It was also reported that the customer performed self-test and it was passed. It was also stated that the insulin pump shutting off without warning. The customer was advised to monitor the pump and was advised to call back if the error reoccurs. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected software error detected alarms during testing however, the formatted history file confirmed software error detected alarm, line number (B)(4). Unable to determine the root cause per r&d.